Event description:
It was reported that a user experienced sustained hyperglycemia for several hours while using the ilet system, with cgm indicating 320 mg/dl and a confirmatory fingerstick of 270 mg/dl; the user had replaced infusion supplies shortly before the call, and no device alerts or alarms were reported. Symptoms included elevated blood glucose without signs of diabetic ketoacidosis or illness. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included troubleshooting and education, cgm calibration guidance, review of ketone action planning, verification of insulin availability and cgm operation, and instruction to allow the ilet to deliver corrections while withholding meals. Investigation of this case revealed no confirmed device malfunction and no confirmed supply issue. It was concluded that the cause of hyperglycemia was unclear and that device use continued as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.